Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. International UDI: (B)(4); serial number is unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a battery failure following preventive maintenance. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 17jan2019. Date received by manufacturer: 16jan2019. The manufacturer¿s international service technician confirmed the reported issue. The customer replaced the defective battery to address the reported problem. It is unknown if the unit successfully passed the required performance verification test. After numerous attempts to obtain information on the status of the device after repair (see communication notes), this complaint is being closed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.